Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an inr of 13.3 and a headache on (B)(6) 2026. The patient was found down with agonal breathing and blown pupils for an unknown time. A low battery or no external power alarm was active; it is unsure which alarm was active. The patient was brought to the emergency department, but patient care was withdrawn. The patient's cause of death was due to a head bleed to an unknown period of downtime. The outcome was considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction", lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, "patient care and management" (under "anticoagulation"), outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.